Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-uni-celect. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter at the (B)(6) hospital in (B)(6) on (B)(6) 2014." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer reference: (B)(4). Catalog #: igtcfs-65-1-uni-celect. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter at the (B)(6) on (B)(6) 2014." Additional information received 11dec2015: "a CT taken at (B)(6) dated (B)(6) 2014 shows ivc filter in place with tip cephalad to the renal veins. It is also noted that moderate infiltration of the anterior abdominopelvic wall increasing since prior study without focal abscess or hematoma." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4) catalog #: igtcfs-65-1-uni-celect. Summary of investigational findings: no device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information it is not possible to comment on the alleged filter placed with the tip cephalad to the renal veins. However, filter tilt could be the issue and tilt is a known risk in relation to filter implant reported in the published scientific literature. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The exact root cause for the alleged filter placed with the tip cephalad to the renal veins cannot be determined based on the limited information provided. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter at the (B)(6) 2014." Additional information received 11dec2015: "a CT taken at (B)(6) 2014 shows ivc filter in place with tip cephalad to the renal veins. It is also noted that moderate infiltration of the anterior abdominopelvic wall increasing since prior study without focal abscess or hematoma." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Name and address for importer site: (B)(4). Corrected data based on new information received: new initial reporter -- (B)(6). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 08/10/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to pe. Plaintiff provided communications between her physicians regarding recommendations to not remove the filter as the filter is tilted and cat scans from (B)(6) 2014 suggest that the ivc filter is perforating the vena cava and the lower legs are seen extending into the location of the right renal vein. Plaintiff allegedly understands the reasons not to remove the filter. Plaintiff is alleging tilt, vena cava perforation, organ perforation.

Event description:
Description according to short form complaint filed: it is alleged that "pt was implanted with a cook celect filter at the (B)(6) hospital in (B)(6) on (B)(6) 2014." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Unk as information was not provided. Catalog#: unk but referred to as a cook celect filter. Expiration date: unk as lot# is unknown. Since catalog# is unknown the 510(k) could be either (B)(4). Unk as lot# is unknown. Investigation is still in progress.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt, vena cava perforation, organ perforation". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.